Manufacturer narrative:
The reported issue (it was reported that the pads (structure) are more visible on a x-ray as expected by the customer) was inconclusive due to no physical sample was returned for evaluation, only received an x-ray of the pad. Even though the labeling does not reference information of caution or precaution to avoid the usage of the pad on x-ray. The web site information for medivance products displayed the following information: ¿patient compatibility: ph neutral and safe for MRI, CT scan, x-ray, cath lab and defibrillation¿. (B)(4).

Event description:
It was reported that the structures of the pads were more visible on the x-ray than expected. The pads were empty following use, and were pressed on prior to being examined for the x-rays. The pads were at equal settings of: 70 kv 1.2 mas. The user also noted that based on the x-rays one could have made false diagnosis.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the structures of the pads were more visible on the x-ray than expected. The pads were empty following use, and were pressed on prior to being examined for the x-rays. The pads were at equal settings of: 70 kv 1.2 mas. The user also noted that based on the x-rays one could have made false diagnosis.